Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a gamma3 nail 180 broke after approx 5 month. A new one was implanted.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the posterior bridge of the proximal lag screw hole. The posterior breakage line was found within the drill marked area. Most likely this misdrilling effect did weak the posterior bridge and caused a notching effect on the lateral side that favours the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge breakage surface; the bridge broke step by step (fatigue fracture). The lines of rest run from lateral towards medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at lateral. After the posterior bridge was full or main partly broken, the anterior bridge followed also step by step (fatigue fracture). Both bridges broke finally at medial in small spontaneous rest fractures. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. The mobilization of the patient is described as ¿weight bearing to pain barrier¿ in the surgery reports, which does not exactly indicate how much weight bearing was recommended. Full weight bearing cannot be excluded. Furthermore the surgery reports include that a pseudoarthrosis was detected approx. 6 months after initial implantation; a non-union cannot be excluded. Non-unions, postoperatively loads (i.e. Full weight bearing) and intra-operatively implant damages can lead to implant breakages and are listed as adverse effects in the IFU. No manufacturer related issues were found; the implant breakage is attributed to patient conditions, contributed by an intra-operative implant damage. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that a gamma3 nail 180 broke after approx 5 month. A new one was implanted.